Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant the patient experienced some chest discomfort when taking a deep breath. It was noted that the atrial lead thresholds were high and had risen since the lead was placed and in addition, the p waves had diminished. The leads were evaluated with fluoroscopy and there were no issues noted. Three days later, a pericardial effusion was identified. A pericardiocentesis was performed and blood was drawn off the pericardium. The cause of the effusion was not identifiable so both the right ventricular (rv) and atrial leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.